Manufacturer narrative:
The manufacturer previously reported that a CPAP device's sound abatement foam became degraded and caused a serious lung complaint. The patient did receive medical interventions that resulted in a hospitalization. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, the manufacturer found no signs of damage, wear, tear, or anything unusual. The air inlet filter was not present on the return of the device. Internal inspection found minimal dust contamination on the pca and exterior of the blower box enclosure. Dust contamination was also observed on the interior of the blower enclosure and impeller. The sound abatement foam did have evidence of light to moderate dust contamination and returned to original shape after compression. The device was powered on and was found to operate properly. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there is no evidence of foam degradation within the device and minimal presence of dust contamination in the airpath. The presence of dust on the sound abatement foam near the air inlet suggests the source of contamination is external. Section d9, g3, h3, h6 were updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a serious lung complaint. The patient did receive medical interventions that resulted in a hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.